Event description:
It was reported the pt's scs ipg was explanted due to the pt experiencing numbness in his legs. The pt's scs leads remain implanted. F/u identified there is no plan to have the scs ipg replaced.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.